Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on lamp. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on lamp, the lamp goes out after once lighting up. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lamp of the subject device goes out. The issue was reported at the time of diagnostic esophagogastroduodenoscopy procedure while the device was inside the patient. There were no reports of patient harm. The procedure was completed using similar device.